Event description:
One of our sales reps (observing the surgeries), reported that during the first surgery and after a long use, the black covering of the probe (item 0279-401-100 lot 06075ae2) appeared deformed; during the second surgery the terminal tip (item 0279-401-100, lot number 06121ae2) came off. Sales rep reported that it was not possible to recover the items as the o.r. Staff treated them as infected waste.

Manufacturer narrative:
Device was discarded, however, investigation is ongoing. If more information is obtained, a follow up report will be submitted.